Event description:
The patient was undergoing a thrombectomy procedure using an indigo system cat5 aspiration catheter and an indigo system separator 5. During the procedure, the physician was unable to retract the separator against resistance and it began to stretch. The physician successfully removed both the cat5 and the separator 5 together and the cat5 was found to be kinked. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: based on images provided by the manufacturer's sales representative, the distal tip of the indigo system aspiration catheter 5 was ovalized. Conclusion: the complaint has been evaluated based on the provided images. The complaint indicates that the indigo system separator 5 was sticking inside the indigo system aspiration catheter 5 and would not retract. Once the indigo system separator 5 was removed, it was noticed as unraveled. Evaluation based on the provided images shows that the indigo system separator 5 bulb and coil detached from the delivery wire. It appears that the indigo system aspiration catheter 5 was kinked while the separator was inside, and the separator continued to be manipulated while the bulb on the distal end was trapped by the kinks in the catheter. The force used during the manipulation of the separator, exceeded the tensile strength of the separator core wire, resulting in a fracture of the separator core wire. We are unable to determine how the kink in the indigo system aspiration catheter 5 occurred based on the information received from the hospital. The separator bulb outer diameter is 100% inspected during processing. In addition the indigo system aspiration catheter 5 devices are 100% inspected for damage during processing and packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital maintained possession of device.

Manufacturer narrative:
Conclusion: the device is in risk management at the hospital and has not been returned. A follow up MDR will be submitted upon completion of the device investigation. Uf/importer report # 360179-2014-0003 was submitted on (B)(4) 2014. This MDR is associated with MDR 3005168196-2015-00017. The hospital is investigating the device.